Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus.") And pelvic pain ("persistent pelvic pain") in a 40-year-old female patient who had essure (batch no. 50512941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic insomnia, gerd, barrett's oesophagus and anxiety. On (B)(6) 2017- she told only my right tube was properly blocked. Concurrent conditions included lower abdominal pain and fibromyalgia. Concomitant products included alprazolam (xanax), bupropion, diazepam (valium), nsaids since 2010, omeprazole, paracetamol (acetaminophen) since 2010 and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced amenorrhoea ("other injury(ies) or complication please describe: amenorrhea"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, menstrual disorder and amenorrhoea outcome was unknown and the depression, anxiety, dysmenorrhoea, fatigue, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered amenorrhoea, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: results: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- amenorrhea. Event onset date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus.") And pelvic pain ("persistent pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. 50512941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic insomnia, gerd, barrett's oesophagus and anxiety. Concurrent conditions included lower abdominal pain and fibromyalgia. Concomitant products included alprazolam (xanax), bupropion, diazepam (valium), nsaid's since 2010, omeprazole, paracetamol (acetaminophen) since 2010 and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain and menstrual disorder outcome was unknown and the depression, anxiety, dysmenorrhoea, fatigue, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: results: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-dec-2018: pfs received, event added- migration of essure device location of device: uterus, events onset date added, patients medical history and concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.